Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Should additional information become available, this event will be updated.

Manufacturer narrative:
It was later reported that physician elected to explant these previously surgically abandoned leads. The leads were retained by the hospital.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted. The defibrillation and transvenous leads were surgically abandoned due to a patient infection. No further adverse patient effects were reported. A request was made for product return.